Event description:
In 2008, the pt reported an elevated blood glucose reading of 240 mg/dl with her normal range being 80-120 mg/dl. She was unsure of the cause but stated she has not had control of her readings since she began using her new insulin infusion device. In the next day, the pt stated her blood glucose reading was in the 70's mg/dl and she treated the reading by eating something. The pt was advised to switch to her backup device which she did. In the next day, the pt stated her readings are back within her normal range since she switched to her backup device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.